Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose since starting a new type of infusion set on (B)(6) 2011. The infusion set was inserted on (B)(6) 2011, and blood glucose was 174 mg/dl before she went to bed. When she woke up, blood glucose was 358 mg/dl. Patient delivered a correction bolus, and blood glucose was 300 mg/dl an hour later. When she bolused, insulin leaked and made the infusion set adhesive wet. Patient removed the headset and found the cannula was pressed against her body and not in her skin. Patient experienced the same concern with 3 separate infusion sets in a 24 hour period. Blood glucose was still elevated to 500 mg/dl on (B)(6) 2011. Patient went to her physician was given 2 IV's of insulin, for a total of 25 units. Blood glucose decreased to 308 mg/dl within 1.5 hours. Patient switched to a different set and blood glucose returned to her normal range of 85-120 mg/dl. Infusion headsets were inserted manually. Infusion sets were discarded and not requested for evaluation. Patient was sent replacement infusion sets of a different type, and she provided follow-up on (B)(6) 2011. She was using the new type of infusion set and presented questions regarding site location. Patient was encouraged to speak with her physician for further guidance.